Manufacturer narrative:
(B)(4). Chemotherapy drug was leaking from the junction of the tubing and the filter during infusion. The leaked drug made contact with the patient's skin. The patient's skin was washed with soap and water. There was no patient injury or medical intervention associated with this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set had an unspecified failure. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.